Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with trace diffuse lamellar keratitis (dlk) with infection/inflammation symptoms at 1 day post-operative exam in both eyes (ou). Topical steroids dosage was increased to treat the dlk symptoms. The patient had no complaint or comments. Best corrected visual acuity (bcva) from (B)(6) 2017: right eye pre-op 20/20 -.50 x -3.00 x 0, left eye pre-op 20/20 -4.00 x -2.50 x 167.